Manufacturer narrative:
The investigation into the aic - loss of opm data and the aic - controller error (yellow alarm) has been completed since the original report was filed. The device was returned for investigation. Imc logs confirmed the reported failure mode given there was a controller error alarm triggered during the clinical procedure. Real time logs confirmed that this was a pattern failure mode in which all signals received from optical bench were interpreted as -16384 values. The console was inspected and evaluated on an engineering lab bench. It was reported that the failure mode was not able to be reproduced while running with a known good pump. This known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. The cause of the loss of optical data issue was not determined because it could not be reproduced.

Manufacturer narrative:
H.6 type of investigation code 10 was inadvertently left off the last manufacturer device report submitted and was added.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. While on support, the abiomed field service representative noticed a controller error alarm on the automated impella controller (aic). The patient was stable and did not require additional hemodynamic support. Staff walked through aic to aic transfer with resulting resolution of alarm. Aic in question tagged and sent to the user facility's biomed.